Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to dysuresia. The patient's 4.0cm cuff was explanted and a new 4.5cm cuff was implanted.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to dysuresia. The dysuresia began approximately two weeks earlier at the beginning of october 2018. There were no device malfunctions but the physician believes the dysuresia was related to the patient's device. The patient's 4.0cm cuff was explanted and a new 4.5cm cuff was implanted. No other treatments were performed to treat the dysuresia. Analysis results: the ams800 occlusive cuff was returned and analyzed, and the reported allegation of dysuresia was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation provided in: event describe event or problem, evaluation method codes, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to dysuresia. The dysuresia began approximately two weeks earlier at the beginning of (B)(6) 2018. There were no device malfunctions but the physician believes the dysuresia was related to the patient's device. The patient's 4.0cm cuff was explanted and a new 4.5cm cuff was implanted. No other treatments were performed to treat the dysuresia.